Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead emitted expected beeping tones as an explant indicator. The device had been implanted for several years. When reviewing the latitude reports, high, out of range shock impedance alerts were observed. A commanded synchronized shock was recommended in order to determine impedance at high energy and margin from energy truncation. It was indicated that this could be reasonably performed during the ICD change, so it could be physician discretion as to continue to monitor the existing lead or implant a new rv lead. The system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead emited expected beeping tones as an explant indicator. The device had been implanted for several years. When reviewing the lattitude reports, high, out of range shock impedance alerts were observed. A commanded synchronized shock was recommended in order to determine impedance at high energy and margin from energy truncation. It was indicated that this could be reasonably performed during the ICD change, so it could be physician discretion as to continue to monitor the existing lead or implant a new rv lead. The system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead emited expected beeping tones as an explant indicator. The device had been implanted for several years. When reviewing the lattitude reports, high, out of range shock impedance alerts were observed. A commanded synchronized shock was recommended in order to determine impedance at high energy and margin from energy truncation. It was indicated that this could be reasonably performed during the ICD change, so it could be physician discretion as to continue to monitor the existing lead or implant a new rv lead. The ICD has been explanted and returned for analysis without additional allegations. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.